Event description:
When the patient system was implanted, the physician took out an entire abbott paddle (surgical) lead. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).